Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 103 mg/dl and the sensor glucose was 60mg/dl at the time of the incident. The customer reported that his sensor reading was different from his blood glucose readings. While on this troubleshoot the customer stated that sensor glucose 97mg/dl. Sensor glucose and blood glucose difference was not within acceptable range. The customer will call back. The sensor will not be returned for analysis.